Event description:
The following has been alleged by the pt's attorney: it is alleged by the attorney, that the pt was implanted with a bard/davol mesh during a vaginal mesh implant procedure. The attorney alleges the pt experienced an unspecified adverse outcome associated to the use of the device.

Manufacturer narrative:
Based on the info available at this time, no definitive conclusions can be made. Additional info has been requested. This MDR includes all patient, event and device info davol has received to date. If additional info is obtained, a follow up MDR will be submitted.